Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during basal. Customer's blood glucose level ranged from 70-250 mg/dl. Customer reverted to manual injections for insulin therapy.